Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
An alarm ¿iab optical sensor failure¿ was generated upon intra-aortic balloon (iab) insertion on ami patient, it was noted that the pressure did not correspond at all upon iab insertion. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. Three kinks were found on the catheter tubing near the y-fitting approximately 43.9cm 74.7cm and 76.2cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
An alarm ¿iab optical sensor failure¿ was generated upon intra-aortic balloon (iab) insertion on ami patient, it was noted that the pressure did not correspond at all upon iab insertion. No patient injury was reported.

Manufacturer narrative:
Complaint # (B)(4).

Event description:
An alarm ¿iab optical sensor failure¿ was generated upon intra-aortic balloon (iab) insertion on ami patient, it was noted that the pressure did not correspond at all upon iab insertion. No patient injury was reported.

Manufacturer narrative:
Complaint # (B)(4).

Event description:
An alarm ¿iab optical sensor failure¿ was generated upon intra-aortic balloon (iab) insertion on ami patient, it was noted that the pressure did not correspond at all upon iab insertion. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
An alarm ¿iab optical sensor failure¿ was generated upon intra-aortic balloon (iab) insertion on ami patient, it was noted that the pressure did not correspond at all upon iab insertion. No patient injury was reported.